Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to charge their ins and they had an end of service (eos) on their recharger. The patient said they met with their healthcare professional and the manufacturer representative. It was noted that the issue was not resolved at the time of the report, it was still in process and the patient was waiting on insurance to ok everything. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was an end of service (eos) message on his programmer and recharger on the weekend prior to the report. The device was off/disable and no longer providing therapy. The patient also reported that she ¿smacks his back on occasion.¿ the patient clarified and stated that he ran a boat and he would get pushed into the hydraulic post and his back was what makes contact with these posts when this occurred. There was no allegation or dissatisfaction with ins longevity. The patient was redirected to their healthcare provider (hcp) to discuss replacement. The patient reported that they had an appointment with their hcp on (B)(6) 2018. No further complications were reported.